Manufacturer narrative:
As product was not available for evaluation and no information or visual evidence (photographs) of the device were made available, no analysis of the device can be performed. The penevac1 (ultravac) pencils are designed to eliminate the need to change blades during a procedure by counter-clockwise quarter turn of the locking ring to enable the surgeon to vary the length of the electrode. To extend the telescopic tip, the end user does not need to slide out the locking ring to unlock it and extend the telescopic tip to the desired length. Per information taken verbatim from the medwatch report, the end user failed to follow the instructions provided with the device, as the IFU under ultra vac operating instructions section informs the user: ·on the telescopic ultra vac loosen the locking ring ¼ turn counterclockwise, while looking into the nozzle, adjust to desired length, and tighten the locking ring on the telescopic electrode. When the locking ring is secure, the electrode can still be rotated to the desired orientation without loosening the ring. To change the length of the telescoping tip, you will still have to loosen the ring. The telescopic penevac was cleared for commercial distribution into the united states in 1995. Having the telescopic tip is a great feature that has helped surgeons save time due to electrode replacements. The product has also helped reduce costs for hospitals, as no additional electrodes are needed during the procedure. This is the (B)(4) complaint of this nature. A review of the device history record indicates that the product was manufactured according to device master record specifications and no discrepancies relevant to the reported event were found. All products are 100% inspected and tested. Based on the information obtained, i.c. Medical, inc. Does not consider this to be a reportable event according to the requirement of 21cfr 803 revised as of april 1, 2016 subchapter h-medical devices, part 803 medical device reporting, for the following reasons: the marketed device did not cause or contribute to a death; the marketed device did not cause or contribute to a serious injury; the use of marketed device did not result in permanent impairment of a body function or permanent damage to a body structure; the use of marketed device did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Device not released by user facility.

Event description:
Event desc: doctor noticed a white plastic screw from the smoke evacuator bovie was missing from the bovie mid-case. Upon searching the field and the patient, the white screw was found inside the patient's breast cavity (mastectomy case). Screw was retrieved and cavity irrigated. Staff made aware this is a possibility when using the smoke evacuator bovie and to be conscious of missing parts/pieces. Per manager: this is a design flaw. The screw should be designed so that it does not separate from the handle.